Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) - removed. It is indicated that the device is not returning for evaluation; therefore an analysis of the complaint device could not be completed. A lot history record review and similar incident query were not performed because there was no reported deficiency or failure with the device. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to filing the initial medwatch report, additional information was received stating that the dissection occurred using a non-abbott balloon. The xience prime was used to successfully cover the dissection. There was no device issue with the xience prime, no significant delay in the procedure, and no adverse patient effects occurred during use of the xience prime. No additional information was provided.

Event description:
An unknown xience prime was being used to complete a percutaneous coronary intervention (pci) procedure when a spiral dissection occurred which could have been caused by the device. No additional information was provided.